Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer that the sensor was break and the some of the sensor was stuck in the body. The customer¿s blood glucose level was 20.4 mmol/l. Customer reports the sensor fractured while in the body and the sensor is still in the body. Customer reports that they did not receive medical treatment as a result of the sensor fracturing while still in the body. The device will not be returned for the analysis.